Event description:
It was reported that on 3/1, a surgeon placed an IV in the dressing. 3/2, a nurse observed an IV leak in the dressing. The leak occurred while administering a drug called solita t3 at 40-50 ml/h. The catheter was suspected to have a pinhole and the nurse in charge of medical safety removed the catheter. Suspecting a catheter pinhole, after removing the catheter, the nurse in charge of medical safety attached a syringe containing to the red hub of the catheter and tried to inject with the tip of the catheter blocked, but fluid gushed out from a place about 37.5 cm from the tip of the catheter. The locking sleeve, which was supposed to be attached to the catheter connector at the time of implantation, was removed, and the reason for its removal was not determined. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. The product returned for evaluation was a 4fr groshong nxt clearvue catheter with a two-piece connector assembly. Light use residue was observed on the catheter. An attempt to flush the catheter with water using a 12ml syringe revealed a leak between the 42cm and 43cm depth marking. Tensile weakness, necking, and material discoloration were observed during tactile evaluation. Microscopic inspection of the leak revealed two small slits in the catheter shaft. The catheter shaft was dissected and revealed the inner wall exhibited lacerations opposite of the leak site on the outer catheter wall. The features of the damage observed on and within the catheter shaft suggest the damage was most likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter or compression of the catheter with the stylet still inserted. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on 3/1, a surgeon placed an IV in the dressing. 3/2, a nurse observed an IV leak in the dressing. The leak occurred while administering a drug called solita t3 at 40-50 ml/h. The catheter was suspected to have a pinhole and the nurse in charge of medical safety removed the catheter. Suspecting a catheter pinhole, after removing the catheter, the nurse in charge of medical safety attached a syringe containing to the red hub of the catheter and tried to inject with the tip of the catheter blocked, but fluid gushed out from a place about 37.5 cm from the tip of the catheter. The locking sleeve, which was supposed to be attached to the catheter connector at the time of implantation, was removed, and the reason for its removal was not determined. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.